Event description:
Dealer is stating that the wheel assemblies are bent and need to be replaced, drive wheels are cracked with low tread.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.